Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "cracks were found on the tubing."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "cracks were found on the tubing.".

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photos were provided for investigation. The photo was reviewed and the indicated failure mode for cracked (cut) tubing was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and functional testing and upon completion the indicated failure mode for cracked (cut) tubing was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cracked (cut) tubing. Bd has initiated further root cause investigation relating to the issue of cracked (cut) tubing through corrective and preventive actions. CAPA pr #4688284 has been created in relation to this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. H3 other text : see h10.